Manufacturer narrative:
The reported event of premature discharge of battery, and longevity anomaly were not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Review of the device image indicates auto capture was enabled. When automatic settings are programmed, such as auto capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Electrical and mechanical analysis performed indicated normal functionality. Further analysis at various pulse amplitudes measured current level within normal range, and no indication of premature depletion noted. Longevity assessment was performed based on average drain current and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.